Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label.

Event description:
Edwards received notification of a pascal in tricuspid position where the 1-month core lab results indicated a chordal rupture, and the tr (tricuspid regurgitation) grade was severe. Increased posterior septal device mobility was indicated, and the tr was borderline between moderate and severe. The tr grade at discharge was moderate, and at baseline (pre-procedure) was massive.

Manufacturer narrative:
The complaint for reduce therapeutic efficacy over time was confirmed with objective evidence as confirmed by returned procedural imaging. Available information suggests that patient and procedural factors may have contributed to the event. The ruptured chord was confirmed to be present pre-procedure, and the patient had a flail p2 segment. The procedural factors included leaving the flail untreated when choosing placements of the devices in the valve. Furthermore, the device history record review was completed, and the implanted devices passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Internal imaging evaluation showed chordal rupture of p2 present at the baseline pathology and degenerative etiology of the tr observed at the screening tte and confirmed in the sequential echo exams including the intraprocedural tee. This flail p2 segment was not treated with the implantation of two pascal ace devices and remains untreated and unchanged at 1-month tte follow up. No new chordal abnormalities are observed. Both devices remain stable as initially implanted at the 30-day echo, and residual tr is qualitatively moderate to severe at 1 month follow up. No device issues or malfunctions were observed.